Event description:
Pt reported that he had been "in and out" of the hospital for the last two weeks due to an increase in seizure activity but his device was not checked while he was there. Attempts to follow up with the pt's pervious and current neurologist revealed that the pt has not seen them in over a year, therefore additional info on his event was not available.